Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, three images were received from the field and the images appeared to show the device deformity. However, it could not be confirmed as there was no shape of device deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and 8f size delivery system was used. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 30mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant on (B)(6) 2023 using a 8f amplatzer trevisio intravascular delivery system. During implant both right and left discs took on a hamburger shape. The device was removed from the patient and replaced with a new 30mm amplatzer multi-fenestrated septal occluder - cribriform. There were no interactions with cardiac structures nor were there any angulations or kinks noted in the delivery system. During implant the right disc also took on a hamburger shape. The device was removed from the patient. There were no interactions with cardiac structures. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays during the procedure. It was noted that the atrial septal defect was not closed due to the issue with the devices. There were no adverse effects to the patient. The patient status was noted as stable.